Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error alarm during the occlusion test and was unable to prime during the prime test due to faulty force sensor. The motor passed the motor test. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 444 mg/dl. The customer reported a motor error alarm from the insulin pump. The customer further reported that the motor error alarm occurred during a bolus. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.